Event description:
An orsiro drug-eluting stent system was selected for treatment of a severely calcified lesion (99 percent stenosis degree) in the moderately tortuous lcx. The lesion could not be passed with the device. When the stent was removed from patients body, the edge of the stent was deformed. The stent was not used anymore. The calcification was then removed with a rotablator and another orsiro was inserted.

Manufacturer narrative:
Combination product: yes.

Manufacturer narrative:
Combination product: yes. The returned instrument was subjected to a detailed technical analysis and the corresponding product release documentation was reviewed to establish whether a deviation from the manufacturing process could be the cause for the reported event. The technical investigation revealed that the stent is severely deformed at its proximal end (i.e. Several struts are bent) and slightly opened at its distal end. The balloon is well folded and shows no signs of inflation, but a small amount of contrast medium residue was observed in the balloon- and inflation lumen. Microscopic inspection showed stent imprints on the exposed balloon surface, indicating that the bent struts were initially crimped on the balloon. Outside of the deformed zones the crimped diameter of the stent complies with the specification. Review of the product release documentation confirmed that the instrument was manufactured according to specifications and passed all in-process and final inspections. As a part of final inspection every stent system undergoes visual inspection to ensure correct embedding and homogeneous crimping of the stent. Further, the stent outer diameter is verified to 100 percent. Based on the conducted investigations of the device being subject to this complaint, no material or manufacturing related root cause was determined.